Manufacturer narrative:
Part of the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a deployed fast-fix device next to labelling for an ultra fast-fix curved device. The reported device is not pictured. A visual inspection of the returned device found that it is not in its original packaging. The anchor was not returned with the device. The distal end of the shaft is bent, and there is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the footprint anchor and it is unknown if the broken fragments were retrieved from the patient. The footprint anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during an unknown procedure, the footprint anchor broke during hitting, after drilling a hole by 3. 8 screwdrivers. The procedure was completed with non-significant delay using a back-up device. No further complications reported.